Event description:
Caller alleged discrepant results compared with lab. Results as follows: date:(B) (6)2009, inratio: 4.3, lab: 3.2.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B) (6) 2009, inratio: 4.3, lab, 3.2, mean: 3.8, confidence-limits: 2.3-5.7. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Hence, functional testing is not required at this time, but meter will be tested when it is returned. Per tsr, the pt is on medication such as coumadin, lovenox, ducosate, percocet, famotodine, metoprolol, pepsid and phenytoin. Hence, pt's condition and medication may affect test results. No corrective action is required as no product deficiency was established. As of feb. 3, 2009, the meter is not expected to return. Hence, no further investigation will be required.